Manufacturer narrative:
Siemens filed initial MDR 2432235-2025-00131 on 15-may-2025. Additional information (23-may-2025): siemens reviewed the instrument data and determined that the auto check was acceptable, and no anomalies found with aspiration and/or dispense. In addition to the service actions mentioned in the initial MDR, the siemens customer service engineer (cse) replaced sample arm assembly, base reservoir manifold, wash probes and pinch valves, cleaner valve v3, pinch valve tubing kit. The customer ran quality control (qc) and calibration, which recovered acceptably. Based on the information provided and a review of the available instrument data, the cause of the event is unknown. The investigation conclusions code in section h6 was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that an erroneously elevated total human chorionic gonadotropin (thcg) result was obtained on a patient sample on an atellica im 1600 analyzer. The erroneously elevated result was reported to the physician(s) and was questioned. The sample was reprocessed twice on the original atellica im 1600 analyzer. The reprocessed results matched the patient's clinical history and considered correct. The result of <2 miu/ml was reported as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the erroneously elevated thcg result.

Manufacturer narrative:
An outside of the united states (us), the customer contacted a siemens customer care center (ccc) and reported that an erroneously elevated total human chorionic gonadotropin (thcg) result was obtained on a patient sample on an atellica im 1600 analyzer. Quality control (qc) recovered acceptably on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit the cse, inspected the system, adjusted the tip ejector using alignment tool and found that the tubing was very loose and not inserted analyzer, replaced the pump manifold and tubing, performed air pump calibration which recovered within the range. Then, the cse realigned sample probe (sp) to tip tray and sp to outer incubation ring, found a leakage between the waste chute and the cover of the incubation ring. Siemens is evaluating the event.